Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer's blood glucose level was 280 mg/dl which was addressed with manual injection. There was a delay in clearing the alarm; however, customer was ultimately able to clear the alarm and resumed insulin delivery.